Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the secondary surgery was performed on (B)(6) 2021 to implant the new lens.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been one other complaints reported in the lot number. The complainant states the use of viscoelastic which is not qualified to be used with associated iol model/handpiece/cartridge combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic of the lens broke when implanting it in the eye. The surgeon tried to remove the lens and the patient experienced iris prolapse. The surgeon performed an iridectomy and aborted the lens replacement part of the procedure. A new lens will have to be implanted at a later date. The broken lens was removed and the patient was left aphakic. Additional information has been requested.